Event description:
It was reported that egms showed noise/interference. The patient was admitted because a fractured lead was suspected. Review of save-to-disk showed fluctuating impedance that reached "infinite". The lead will be replaced but not extracted. No patient complications were reported as a result of this event.